Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap splenectomy procedure, there was a hole in the cannula. Another device was used to complete the case. No pt consequence was reported.